Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker was presented to the clinic and multiple attempts were made to interrogate the device but were unsuccessful. The presented electrocardiogram (ECG) showed sinus rhythm with first degree heart block. Additional information was received, stating that the device was explanted. Additional information was received, stating that the device was retained at the hospital at this time. Should additional information become available, an updated report will be provided. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this pacemaker was presented to the clinic and multiple attempts were made to interrogate the device but were unsuccessful. The presented electrocardiogram (ECG) showed sinus rhythm with first degree heart block. Additional information was received, stating that the device was explanted. No additional adverse patient effects were reported.